Manufacturer narrative:
(B)(4). The device remains implanted. This product issue will be updated when additional product issue details are received.

Event description:
Boston scientific received information that this device had displayed a fault code (fc) 1003. No adverse patient effects were reported.